Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date of event not provided, only end of (B)(6) 2019. If implanted; give date: unknown/ not provided. If explanted; give date: not applicable (n/a), lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search on complaints revealed no similar complaints were received for this production order. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a week after implantation the lens rotated from 124 degrees to 150 degrees. The patient is still happy with the result and no second operation is planned. Further information provided stated the doctor implanted the second toric in the second eye and wants to see how the patient is reacting. In the case the patient is still happy, he will not do anything, but if the patient is not happy then he will rotate the lens. At the moment no treatment is planned. No additional information provided.